Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2009) is considered to be a best estimate. This emdr represents the bard sepramesh ip (device #4). An additional emdr was submitted to represent the bard mesh - composix e/x (device #1) and additional supplemental emdrs were submitted to represent bard mesh - ventralex (device #2 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009 ¿ patient was diagnosed with two incisional hernias thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #1) and ventralex meshes (device #2, #3). Per op notes, ¿hernia in the midline of the abdomen adjacent to umbilicus was noted. A composix e/x mesh (device #1) was placed the defect and sutured. Then, second hernia was noted inferiorly was repaired using a ventralex mesh (device #2) and tacked to inferior abdominal wall. A weakened point was noted superior to second hernia was repaired with another ventralex mesh (device #3) and sutured.¿ (B)(6) 2010 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #4). Per op notes, ¿a large amount of adhesions were noted in the midline of abdomen and significant herniation noted in supraumbilical area. A large piece of sepramesh ip (device #4) was placed into the supraumbilical hernia defect and tacked using sorbafix.¿ (B)(6) 2016 ¿ patient was diagnosed with infected mesh and enterocutaneous fistula, adhesions thereby underwent open repair with the removal of meshes (device #1, #2, #3, #4). Per op notes, ¿a large piece of mesh encompassing a large portion of the abdominal wall. There was a central area with bowel stuck to mesh with obvious infection and purulence. The mesh was removed with infected fascia. The small bowel included at least 3 fistulous to the abscess in the small bowel was resected and anastomosis was performed. All meshes (device #1, #2, #3, #4) were removed. The defect was repaired using sutures.¿